Manufacturer narrative:
Date sent to FDA: 2/04/2020. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted ¿the previously placed mesh was not attached to the right side of the fascia. The surgeon documented edematous bowel and ascites. He took down adhesions, removed the old mesh, and repaired the recurrence.¿ it was reported that the patient underwent debridement of scar tissue and removal of a suture on (B)(6) 2015 during which the surgeon noted ¿purulent fluid and dense fat necrosis. He excised the fat necrosis and debrided suture material as well as dense fibrotic tissue.¿ it was reported that the patient underwent incision and drainage of complex surgical wound infection on (B)(6) 2015 during which the surgeon noted ¿abscess cavity, which he suctioned and irrigated.¿ it was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted ¿two or three areas that were denuded and the mesh was exposed into the open wound cavity. The surgeon lysed the adhesions, excised the mesh and debrided the wound. A fistula tract was debrided as well.¿ it was reported that the patient experienced severe pain, diarrhea, discomfort and numbness. Other procedure is captured under separate file. No additional information is provided.